Event description:
A customer observed negatively biased patient and qc results for multiple assays on the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into the event showed that negatively biased results were repeatedly observed on the first result generated after the system was idle for a period of time. These results, based on a drop in alu's (adjusted light units), are consistent with signal reagent rehydration on the sr probes. Review of datalog files revealed that the customer was not performing system maintenance as recommended in the user documentation. The customer performed system maintenance, including cleaning of the sr probes. Acceptable qc and patient results were obtained following system maintenance. The root cause of the event is user error in not following the recommended maintenance procedures for the analyzer.